Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It is alleged the patient experienced infection and adhesions, however the medical records provided do not support the allegation of infection to be caused by the davol flat mesh. Adhesions are listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent implant of a non-bard/davol "perigee" (ams) and a non-bard/davol "monarc" suburethral sling. On (B)(6) 2009 - the patient underwent an abdominal sacrocolpopexy and bilateral salpingo-oophorectomy with implant of a bard/davol flat mesh. On (B)(6) 2009 - the patient was diagnosed with a bladder lesion and urinary incontinence. Patient underwent implant of a non-bard/davol "sparc" suburethral sling. No mention or visualization of the bard/davol flat mesh in the operative report details. On (B)(6) 2009 - the patient underwent cystoscopy with a urethral injection and macroplastique. Operative details did not mention any involvement or visualization of the bard flat mesh. On (B)(6) 2013 - the patient was diagnosed with bladder perforation of the non-bard/davol "perigee" mesh and the non-bard/davol "sparc" mesh sling. Patient underwent a removal of the two non-bard/davol mesh products and underwent implant of a pubovaginal sling used with fascia lata from the patient's lower abdomen. On (B)(6) 2013 - patient was diagnosed with recurrent pelvic organ prolapse, vaginal vault prolapse and flat mesh erosion into small bowel. Patient underwent a robotic-assisted laparoscopic sacrocolpopexy using fascia lata allograft, robotic partial removal of the flat mesh, robotic assisted repair of a small bowel perforation and removal of small bowel foreign body. Per the op report "the prior mesh graft (davol flat) that had detached from the vagina was free floating on the lateral edge of the peritoneum. A significant portion of the small bowel was attached to the mesh and the mesh was eroding into this portion of the mesh that was free floating within the peritoneal cavity. It did appear the prior mesh graft was not in the retroperitoneum as would be expected, rather it was like a pillar in the abd with the small bowel entangled." On (B)(6) 2013 - the patient was diagnosed with sui due to intrinsic deficiency and underwent implant of a pubovaginal sling utilizing "allograft" fascia lata cadaveric graft. On (B)(6) 2014 - the patient was diagnosed with urinary incontinence , intrinsic sphincter deficiency, urethrovaginal fistula and underwent repair of the urethrovaginal fistula. Operative details provided did not mention an involvement or visualization of the bard/davol flat mesh. The attorney's report alleges the patient experienced infection, adhesions, erosions, perforation, incontinence, additional surgery and pain.